Event description:
It was reported that the patient began convulsing during a MRI because the implantable neurostimulator (ins) had not been turned down to 0 volts. The ins was toggling on and off during the MRI. The reporter pulled the patient from the MRI and then the convulsing movements stopped. The ins was turned down to 0 volts and the MRI was conducted without incident. The reporter estimated that this event occurred three to five years ago, but was not sure. The patient had a ¿legacy dbs system,¿ but the reporter was unsure of what device was involved. The reporter had no further information, such as the patient or healthcare provider (hcp) name.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, product type: extension. Product ID: neu_unknown_lead, product type: lead. (B)(4).